Event description:
It was reported that the etco2 module failed the accuracy test. Per report, the device was alarming that the respiratory rate was "99" but the actual rate was "30". There was patient involvement but unknown outcome.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the etco2 module failed the accuracy test. Per report, the device was alarming that the respiratory rate was "99" but the actual rate was "30". There was patient involvement but unknown outcome.

Manufacturer narrative:
Additional information: annex b: b14.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16. Additional information: device eval by manufacturer? Annex a: a0801 annex g: g02013 annex b: b01 annex c: c02 annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: it was reported that the etco2 failed accuracy test, but the complaint was not confirmed or replicated during the investigation. Functional testing was performed on the suspect device, and no issues were found. Preventive maintenance was also performed to verify the performance of each function and component of the suspect device, and no failures or anomalies were found. The review of the event log found no activity recorded on the event day provided by the facility. The review of the error log showed no errors or malfunctions related to the complaint issue. The last information recorded on the logs was on (B)(6) 2024. At 9:35 am, the device was assigned to channel b, and a few seconds later, it was assigned to channel c. The channel select and monitor keypress were selected, and the device started monitoring. At 9:36 am, breath was detected, and an alarm was displayed on the device twice in 10 seconds (high respiration alarm). After that, the device was powered off. The technical service manual for the alaris® etco2 module, 8300 series (supports guardrails® suite v7 or later) contains information for the user regarding configuration setup (section 2.4) and alarm limits (section 2.4.1). Etco2 module settings: refer to the product-specific (etco2 module) section of the alaris® system dfu for information on etco2 module settings (including limit mode, high and low respiratory rate alarm limit, high and low etco2 alarm limit, no breath alarm setting, and high fico2 alarm limit). Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect etco2 module s/n (B)(6) (w/o: (B)(4): please replace oridion board as preventive. The etco2 was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported accuracy test failure was not identified during the investigation. The returned device was fully tested, evaluated, and no issues or anomalies were observed during laboratory testing. Note that imdrf annex a0801, g02013, c02, d02 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the etco2 module failed the accuracy test. Per report, the device was alarming that the respiratory rate was "99" but the actual rate was "30". There was patient involvement but unknown outcome.